Event description:
Reportedly, during a follow-up visit on (B)(6) 2025, the ventricular threshold rose sharply from 0.5v to 3.5v, leading the physician to conclude that the ventricular lead had dislodged. A reintervention was performed on (B)(6) 2025. The vega r52 (s/n: (B)(6)) was repositioned (complaint (B)(4)), and while attempting to reconnect it to the enodr (s/n: (B)(6)), the physician commented that the atrial channel fixation screw was spinning freely and did not make a clicking noise. The torque wrench was replaced with a different one and inserted into the screw hole several times, but the fixation screw could not be tightened, and the lead could not be secured. The enodr (s/n: (B)(6)) was replaced with a new enodr (s/n: (B)(6)), and the reintervention was completed.

Manufacturer narrative:
Review of manufacturing records revealed that the subject device was manufactured and released accordingly to all applicable procedures. The subject device was not returned for investigation. The most probable hypothesis is that the atrial screw was dislodged from the atrial setscrew when unscrewing to reposition the atrial lead (B)(4). No further investigation can be carried out. This case is retained and utilized for trending purposes.

Event description:
Reportedly, during a follow-up visit on (B)(6) 2025, the ventricular threshold rose sharply from 0.5v to 3.5v, leading the physician to conclude that the ventricular lead had dislodged. A reintervention was performed on (B)(6) 2025. The vega r52 (s/n: (B)(6) was repositioned (complaint: (B)(4), and while attempting to reconnect it to the enodr (s/n: (B)(6), the physician commented that the atrial channel fixation screw was spinning freely and did not make a clicking noise. The torque wrench was replaced with a different one and inserted into the screw hole several times, but the fixation screw could not be tightened, and the lead could not be secured. The enodr (s/n: (B)(6) was replaced with a new enodr (s/n: (B)(6) and the reintervention was completed.